Event description:
It was reported that the patient's right ventricular lead was oversensing. The lead was explanted and replaced during a routine device exchange procedure. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.